Event description:
Tubing and reservoir equipment for use with medtronic insulin pump infested with bugs. Forced to use unsanitary injection equipment (diabetic pump). Item # 1-a picture of live buy living in box containing 1-b infusion sets bug since deceased + ¿sout¿ to medtronic called numerous times following and up february 2021 to no resolve. Item # 2 a picture of minimed reservoir package # 2 b picture of unidentified black buy sealed in sanitary package with minimed reservoir september 13, 2021 called medtronic numerous times both reports to medtronic resulted in no help october 2021 after total refusal of help from medtronic , insurance allowed me to buy a different brand replacement of pump plus supplies to replace a 1-1 ½ year old medtronic because I could not get sterile supplies.